Event description:
It was reported that during an atrial fibrillation procedure, a faradrive steerable sheath (clear) was selected. During the procedure, faradrive was inserted and crossed into the left atrium. Farawave was inserted into the sheath, and visible air was seen around the farawave and would not aspirate fully, having visible air traveling back and forth between the catheter tip and the handle. The sheath was replaced to complete the procedure. Fluid leaking was seen from valve end when no catheters were within the sheath. Air was seen in sheath once the catheters were advanced into the clear portion of the sheath. No air seen in the patient. There were no patient complications.